Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead impedance was good in many pacing configurations, however measurements involving lv2 or lv3 were open circuit (undefined impedance.) It was also noted that in the lv4-rvc configuration, there was no capture and other configurations had high capture threshold; however one configuration was normal. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.